Event description:
It was reported that the patient was admitted with a ruptured basilar tip aneurysm, and the aneurysm did not rupture during the procedure. After removing the first coil because it was determined to be too large, another orbit coil was being placed in the aneurysm. During placement of this orbit coil, when repositioning the coil, the physician realized that the coil was not responding to movement of the delivery tube. The coil was partially in the aneurysm, and partially in the microcatheter when this occurred. It is estimated that approximately 70% of the coil was in the aneurysm and 30% was in the microcatheter. An attempt was made to push the rest of the coil out of the microcatheter and into the aneurysm with the delivery wire. This resulted in part of the coil remaining in the aneurysm and part of the coil protruding into the posterior communicating artery (pca). The coil that remained in the patient was not separated into two pieces, but ended up partially in the aneurysm with protrusion into the pca. There was no snare available and therefore, an unsuccessful attempt was made to retrieve the coil using a merci retrieval device. The pca occluded. The patient expired a few days later. Cordis was informed that prior to release of the product, the hospital's quality department would be conducting their investigation.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.